Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section and to provide the completed investigation results. One 9fr introducer sheath was returned for product evaluation. Visual inspection revealed that the valve was nested in the sheath hub where the top and bottom of the valve are oriented parallel to the sheath hub. No other damage was seen on the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the dilator was inserted off-center into the valve, dislodging the valve from its intended orientation. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the 9fr ik device was leaking/squirting from the port when positioned into the patient during the procedure. The patient was reported to be in stable condition. The procedure outcome was successful.